Event description:
During product service by a service technician, a flo-gard infusion pump was found to have the safety slide clamp not adjusted. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was serviced on-site by a field service technician. A service history review, visual inspection, a review of the alarm log, and functional testing was performed. It was found that the safety clamp was not adjusted. The corrective action to replace the safety clamp shim in the door was performed. The device was serviced and returned to the customer in good working conditions. Should additional relevant information become available, a supplemental report will be submitted.